Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of event was not reported. Four days after the date of onset, the patient was hospitalized for the event. The patient was treated with tramadol (dose, route and frequency were not reported )and unknown antibiotics (doses, route and frequencies were not reported) for peritonitis. At the time of this report, the patient had not recovered from the peritonitis and pd therapy was ongoing. No additional information is available.